Manufacturer narrative:
Concomitant medical products: 638bl28 heart band, implanted: (B)(6) 2013. 620bg33 heart band, implanted: (B)(6) 2021. 620bg25 heart band, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was "not working". The ipg remains in use. No patient complications have been reported as a result of this event.